Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0f9mb, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care professional (hcp) reported that the patient was in the hospital for back pain. It was unknown if there was a suspected problem with the device/ therapy. The patient needed a lumbar MRI for the back pain. The patient also had a history of fibromyalgia and restless leg syndrome. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.